Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of harm or injury. The device was returned and particles contamination was observed on the bottom enclosure, top enclosure, and on the device rear panel during device evaluation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported hospitalization (initial or prolonged), in section b2, which was marked incorrectly as this is product problem only as mentioned in section b1 in the previous report. In d1 section data is corrected and section d2, mns is incorrectly added in initial report, which is updated in this report. Section d9 incorrectly marked in initial report, which is correctly marked as yes and returned to manufacturer on 01/12/2015. Section g2 incorrectly marked in initial report, which is correctly marked as consumer in this follow up report. Section g4 updated in this report. Section g6 incorrectly marked 30 days and initial including 15 days, which should have marked as 30 days and initial only in the initial report. In h3 section not returned to manufacturer was incorrectly selected in initial report.